Event description:
During the review of the device the field svc engineer (fse) observed that the battery was not being charged. There was no reported pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4)